Event description:
Allergan la-band was installed in 2007. On tuesday (B)(6) 2014, an endoscopy showed the band had eroded my stomach. On thursday(B)(6) 2014, the band was removed and stomach repaired with titanium staples. My health suffered greatly from (B)(6) 2012 when the pain begain at a weight of 255 lbs to (B)(6) 2014 at a weight of 163 lbs. I was tired, tired felt nauseated and was unable to consume the proper amounts of food to get the nutrition my body needed. The discovery took almost two years because my body handled the condition remarkably well and the standard "signs" of erosion were not there i.e. Discoloration at port sight, unable to eat, fever dark blood in stools or vomit. I've now not only paid emotionally for the procedure but after insurance, I'm left with the deductibles and 10% payment from putting it in and now taking it out.